Manufacturer narrative:
The returned sub-components of the kit are as follows: part 00810512502, lot 62239867, part 00810512502, lot 62239867. Visual examination of the returned product confirms the reported event; it is identified that humeral bushing is severely damaged. Inner pin has two fractured prongs; fragments not returned. Outer pin exhibits wear marks. Ulna bushing was not returned. DHR was reviewed and no deviations or anomalies that would have contributed to the reported event were identified. Root cause is patient non-compliance. It is noted in coonrad/morrey total elbow surgical technique 97-8106-102-00 rev. 3 on page 9 that; "the patient should be advised not to lift more than one pound during the first three postoperative months and not lift more than five pounds with the operated arm." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available.

Manufacturer narrative:
(B)(4). Foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient underwent a left elbow arthroplasty revision. Approximately four (4) years post-implantation due to broken bushings and humeral pin.